Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized the intensive care unit (ICU) with an unknown blood glucose (bg) level; cause was unknown. Customer gave a bolus to address bg. In the hospital customer was treated with intravenous fluids of saline and insulin to address the elevated bg. System check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.